Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that prior to use on a patient the cs300 intra aortic balloon pump (iabp) alarmed with errors. The exact alarms the iabp genereated were not reported. No patient involvement or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) could not duplicate the alleged malfunction. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported that the cs300 intra aortic balloon pump (iabp) had an auto fill error during startup. No patient involvement or adverse event was reported.